Event description:
Customer called allegiance healthcare and reported their servo I was monitoring 10% o2 lower than the set value and was alarming on a patient. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The fse verified, through the service logs, that the event did happen. The fse retrieved a copy of the service logs. The fse performed pre-use checks, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturers specifications. Ventilator was returned back to service. No parts have been removed from the ventilator. This report was generated from service report screening. There were no patient injuries. The above event occurred during hurricane isidore.